Event description:
Pt found to be unresponsive with no pulse or respirations. A code blue was called and resuscitation efforts were initiated without success. Upon looking for rhythm strips that occurred prior to event, found monitor had been placed in suspend mode. Monitor system was evaluated by technician and found to be in working order with functioning alarms.